Manufacturer narrative:
The implicated product is a plastic dual port with attachable non-jointed 9.5 fr. Catheter. The product received is three individual x-ray films containing a total of 12 separate views of a pt's chest. Interpretation by a radiologist is not included. A lot history review reveals no related mfg issues and no other complaints for this lot. Each of the 12 x-ray exposures show different chest views of the pt's right side. A plastic dual lumen port is positioned directly over a rib. The port is accessed by at least one i.v. Line in each of the exposures; seven of the exposures show the port to have two i.v. Lines attached to the port (one line per septum). Viewing the films from above with the port stem directed away from the reviewer, the left resrvoir appears around the right septum and spreads up the catheter tunnel. The right septum is partially or totally obscured in the remainder of exposures. The proximal end of the catheter appears securely fixed to the port; the distal tip terminates in the area where the superior vena cava joins the heart. A portion of the catheter between the proximal end and distal tip is not included in the exposure, however, the length of tubing that is visible appears intact. The x-rays appear to confirm leakage from one of the port septums, however, it does not provide any evidence that aids in the determination of a cause for the complaint incident (see supplement report dated 3/7/97)

Event description:
The port was placed 7/8/96. It was reported that the bandage over the port became wet and was replaced two times. On 8/5/96, subcutaneous leakage from the port was confirmed with an x-ray. The port was removed and the port septum was found to have been dislodged.